Event description:
MFR was notified on 8/9/1999 that a serious incident had occurred during the prior weekend. Risk management dept at the hosp has not allowed MFR rep to examine the breathing circuit being used at the time of the alleged incident, nor provided info needed for a proper report. A voluntary report was filed by MFR to the FDA on 9/7/1999, via telephone.